Event description:
The doctor reported that sometimes when using the catheter, resistance was found when trying to inflate the balloon and there was also a delay in deflation time. The doctor did not feel there was a relationship between the injectate, (50 percent contrast, 50 percent ns) and the balloon inflation resistance but that here was a delay between injectate and inflation. The doctor feels there is a lack of control in how much the balloon is being inflated. In this case an unknown artery was torn due over inflation of the balloon. The doctor stated this was an emergent procedure with unknown limb loss and was related to severe ischemia due to a thromboembolic event. No additional information is available at this time.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed.